Event description:
Sorin group (B)(4) rec'd a report that the pump would not rotate when the cardioplegia line was removed after the procedure was complete. The medical engineer power cycled the pump. An error code was displayed. The pt was not affected due to the incident.

Manufacturer narrative:
The manufacture date will be reported in a f/u report. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) rec'd a report that the pump would not rotate when the cardioplegia line was removed after the procedure was complete. The medical engineer power cycled the pump. An error code was displayed. The pt was not affected due to the incident. The sorin service rep checked the pump. When the pump was power cycled, the pump did not stop completely. No error message was displayed. However, a slight noise was heard during the eval. Sorin group (B)(4) has requested that the pump be returned for eval. The results of the investigation will be provided in a f/u report.